Event description:
On (B) (6) 2007, an apogee sling was placed. Information received on (B) (6) 2008 indicates subject experiencing stress incontinence, with moderate severity. Resolved on (B) (6) 2008 with monarc placement.